Event description:
Caller reported a malfunction on the pump, which possibly occurred after it was dropped. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller with the reset process. The malfunction code did not recur after resetting, and the customer was able to continue using the pump. The customer was advised to call back if the malfunction code appeared again.